Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal (unit) controller card (ucc) board due to error 31094. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ucc was returned for failure analysis, and the reported failure was not confirmed or replicated. A visual inspection found no issues that would be related to the reported failure. In system logs, error 31094 was present, confirming the fault occurred in the field. The ucc was installed and tested onto a golden printed circuit assembly (pca) system where the component functioned as expected. The system started up without any error, with good image. The audio was loud and clear. Emergency power off (epo) functionality test passed. All the gantry motors moved the full range of motion; test deploy for draping functioned without any issue. Voltage and current monitoring were within range. The system ran 20 power cycles with this board, and all passed. The ucc remained on the test system for hours in normal operation with no issue. Failure analysis concluded that no root cause could be attributed to this issue.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the customer reported that there were repeated non-recoverable faults of 31094. The customer rebooted the system; however, the issue persisted. The procedure was completed with no reported injury.